Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 02/13/2017. Device returned to manufacturer? Yes. Device evaluation: the preloaded delivery system was returned at the manufacturing site for evaluation. The plunger component was observed in advanced position. Cartridge was observed correctly engaged into lower body of the pcb00 device, delivery system. There were no assembly defects on the insertion device. The intraocular lens (iol) was not returned. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If explanted, give date: unknown if the lens was implanted and therefore unknown if explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during insertion into the eye of an intraocular lens (iol), the surgeon felt that the lens was scratched and was not happy with it. Reportedly, there was no issue for the patient. No further information was provided.